Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was making a "popping" noise and shutting down without command of the operator. There is no report of a patient injury or death associated with this event.